Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 and 3.2 failed. User rebooted but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubie drawers 3.1 and 3.2 had failed and were not detected on the bus. A field service engineer (fse) inspected the remaining drawers and discovered foil medication packaging resting on the control board inside drawer 5. The packaging was removed, and the unit was rebooted. The drawers were then tested in the hardware test application and confirmed to be fully functional. However, after rebooting the station again, the hard drive was not detected. The station was powered down, the hard drive and sata cable were reseated, and the station was powered back up. Following this, the system successfully booted into the application. The system functioned as intended after field service engineer repaired the issue.